Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found rear housing cracked and downstream sensor nub was damaged. Functional testing found the problem was duplicated "double beeping" issue during the investigation. Found downstream sensor nub was damaged cause alarm. Recommended downstream sensor to be replaced. The root cause of the reported issue was found to be user interface. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. D5 is unknown. No information has been provided to date.

Event description:
It was reported that a pump had a double beeping. There was no patient injury reported.